Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure neuromonitoring indicated some abnormalities. The procedure was stopped and the patient is currently recovering in a rehabilitation facility.